Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
Information was received from healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid 20mg/ml 12.8mg/day via an implantable pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. A motor stall on (B)(6) with a recovery. The patient stated they did not have an MRI. Multiple motor stalls started occurring the last few days and now the pump was currently stalled and showed the tube set interval had occurred. The patient experienced symptoms of nausea, vomiting, sweating, weakness and diarrhea. The change in therapy/symptoms was reported as sudden. The patient had felt she had symptoms back in (B)(6), the 1st motor stall and recovery but didn't think it was pump related at the time. The more severe symptoms started after the motor stalled again over the past few days and at some point the patient went to the ER (emergency room) because of the symptoms. They planned to replace the pump this week. On (B)(6) 2015 additional information reported the patient went through withdrawal multiple times due to the motor stalls. The patient did not hear the pump alarm until the very end. The patient has been sick on and off for the past 6-8 months. The patient had been dehydrated and when she went to the hospital they gave her a shot of dilaudid and sent the patient home with percocet. Per the reporter the patient needs the pump and that it had helped the patient greatly with pain management. The reporter asked about a guarantee the new pump would not fail.